Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported through the attorney for the patient, as a result of legal claim, that allegedly the patient "had right hip replacement." It was further alleged that, "post surgery the patient was in a lot of pain and had difficulty with mobility."